Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary retention. The patient was able to void temporarily after intermittent catheterization, which helped to drain the bladder. Approximately three months after the patient was symptomatic, the existing cuff was removed and replaced with a larger one. It was observed that the urethra had little space available for cuff placement, and it was identified through cystoscopy that with or without the cuff the urethra looked similar. No patient complications were reported.